Event description:
It was reported that volume discrepancies occurred, but the numbers were unknown. The volume had been differing for the past couple refills. At the patient¿s last refill ((B)(6) 2015), they decided to do a dye study. From the dye study, they concluded that the catheter was working fine and the rotors of the pump were fine as well. The patient¿s status at the time of this report was alive ¿ no injury. The patient was doing fine. The drugs being delivered via the pump were hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).